Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: occurred during a thoraco/lobectomy. The powered handle was fully charged. The first three firings were successful. On the fourth firing, the reload was connected to the adapter but the display screen shut off and the device did not react at all. No patient injury or extension in surgical time. Another device was used to resolve the issue. Patient status is no problem.